Event description:
Procedure: lung lobectomy. Reportedly, when operating, fired the instrument, then only the knife advanced and the staples would not form at all. Required hand sewing. No further patient injury reported.